Event description:
It was reported post op, an adjustable gastric band (sagb), the pt experienced band slippage. In 2009, the pt had epigastric pain for one week with food intolerance (liquid and solid) with uncontrollable vomiting. During an oesaphagus-gastric-duodenal passage, it was identified an obstruction of the oesaphagus. The band was completely deflated, but no improvement was observed. The band was explanted. The stomach was not damaged. There were no other reported pt complications.

Manufacturer narrative:
Date sent: 10/30/2009.